Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that, while attempting to implant a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+2.0/085 (sphere/cylinder/axis) into the patient's left eye (os), the lens became stuck in the cartridge/injection system. The lens was implanted, removed, and replaced intra-operatively on (B)(6) 2021. Reportedly, there was no patient injury. The cause of the event is reported as unknown. See MFR rep# 2023826-2022-00967 for replacement lens.